Event description:
This is in regards to the amo complete plus recall. I've been using complete plus exclusively for a while now. I've had chalazions on both eyes both recently and about one year back. I've also had blurred vision and excessive tearing in my eyes on and off over the last 6 months. The part that worries me the most is the chalazions which won't seem to go away without surgery. They've also seemed to get worse when wearing my contact lenses. The infected area has gotten larger wearing contact lenses than wearing glasses. Used in 2000 and in 2007.